Event description:
The patient had brain surgery on the same day the atrial impedance reading was >3000ohms. Per customer email there are no out of range impedance values since and testing was normal post radiation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).